Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned. Dried blood visible in the helix area.

Event description:
It was reported that during the implant procedure, the helix would not extend after about 5 repositionings. During that time the pt was approaching a respiratory arrest and the physician opted to use the pace/sense lead instead of implanting the high voltage lead. A crt device was then used in conjunction with the pace/sense lead. No further pt complications were reported.